Manufacturer narrative:
As a result of the evaluation on december 12, 2016, omsc confirmed followings. The coating on the outer surface of the jaw was worn and partially came off. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
Two tb-0535fcs as the subject devices were used during a nephrectomy. The first device kept alarming short circuit error and was changed to the second device. The tissue pad of the second device was partially peeled. The procedure was completed using a similar device. There were no patient injury reported. The two tb-0535fcs as the subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on december 12, 2016, omsc confirmed followings. For the first device: the tissue pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. For the second device: the tissue pad was worn and partially peeled. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the coating damage of the second device. Each report regarding other 3 individual events is going to be submitted separately.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".